Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement less than 200 ohms on the atrial channel through the device and the pacing system analyzer (psa). A revision procedure was performed and the atrial lead was removed from service and replaced. No additional adverse patient effects were reported.